Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on the up/down knob, water tightness was lost. Due to adhesive peeling, lock engagement knob had a gap. Due to deformation of the lock engagement lever, the up/down knob could not be locked securely. Switch 1 was deformed. The scope-cylinder was deformed. Because the guide pin of the electrical connector was missing, water tightness was lost. There was a gap between the acoustic lens and the ultrasound probe. Distal end was cracked and had a burr. The adhesive on the distal end was detached. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. Due to the following facts found out from the investigation, the root cause of the phenomenon ¿gap of adhesive on the distal end / stain entered inside the lens through the gap¿ could not be determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was leaking at the rotating knob. Inspection and testing of the returned device found there was a gap of adhesive on the distal end / stain entered inside the lens through the gap. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.